Event description:
Same case as MDR ID: 2134265-2013-08748. It was reported that the rotawire became separated. The patient was undergoing a percutaneous coronary intervention. The target lesion was located in the left anterior descending (lad) artery. A 1.50mm rotalink burr and a 330mm rotawire were selected to treat the target lesion. During the procedure, while external to the patient, the rotawire became separated resulting in damage to the burr. Another wire could not be advanced through the rotalink, therefore both devices were exchanged for another of the same device to complete the procedure. There were no patient complications reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. It was observed that the handshake connection was protruding from the catheter body and a kink in the coil near the handshake connection. It is probable the kink occurred during transit as the handshake connection was not protected by the catheter shell body. The burr was microscopically examined and it was noted that the burr was misshapen. There were no scratches that exposed any brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never advance the rotating burr to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip.¿ and ¿complications associated with the guidewire includes distortion, kinks, and fracture¿. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-08748. It was reported that the rotawire became separated. The patient was undergoing a percutaneous coronary intervention. The target lesion was located in the left anterior descending (lad) artery. A 1.50mm rotalink burr and a 330mm rotawire were selected to treat the target lesion. During the procedure, while external to the patient, the rotawire became separated resulting in damage to the burr. Another wire could not be advanced through the rotalink, therefore both devices were exchanged for another of the same device to complete the procedure. There were no patient complications reported and the patient's condition is stable.